Event description:
Issue occurred when the physician was attempting to excise plaque at distal edge of stent into the native vessel. A stent strut may have interfered with device closing and packing properly. No injury to the patient reported.

Manufacturer narrative:
A review of the device history for this device could not be conducted because no lot number was provided. Evaluation of the returned silverhawk ls-m device found a wire segment from an unidentified stent in the tip.